Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. After replacing the system pcb assembly and performing some other unrelated repairs, proper device operation was observed by functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. There were no reports of patient use associated with the reported event.